Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # a9cu3a. Additional information was requested and the following was obtained: "1. Is the current patient status known? Ans: stable and discharge. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Ans: n/a" this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows a ligamax-5mm endo clip applier code el5ml activated the trigger but did not feed the clip into the jaws. Based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and seven(7) clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip was unable to come out from the applicator on the 6th firing.